Event description:
It was reported to boston scientific corporation that a maxforce biliary balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the biliary duct procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the catheter was found curled and compressed; the lumen was not free. A photo received from the customer also showed the catheter to be curled. The procedure was completed with another maxforce biliary balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken in two pieces, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). (B)(4). . A visual examination revealed that the device was received with a guidewire inserted through its wire lumen. An examination of the catheter identified that a break had occurred in the shaft. The shaft was bunched up and buckled at various locations along its length. The distal section of the device including the balloon portion, was not returned. It appears the shaft had been subjected to severe tensile force. It was confirmed by the customer that the damage was noted prior to return of the device; however, it is unknown how the damage occurred. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) showed the device was used according to its label. The noted damage is likely due to handling of the device during unpacking, preparation, or shipping. Therefore, the most probable root cause of this event is a handling damage.